Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set false alarmed downstream occlusion during infusion. The condition was fixed by 'jiggling the line' and was being used with a sigma spectrum pump. The solution and dosage being administered is unknown. The rates were set so the dose would be administered in one hour (8cc or 4cc per hour). There was no patient injury or medical intervention associated with this event. No additional information is available.